Event description:
It was reported that the detector fell. The device was in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the detector fell. The device was in clinical use and there was no harm to patient or user. He field service engineer (fse) performed an analysis and concluded that the patient accidentally dropped the detector during an examination. After the impact, the resulting image displayed white and black lines. To complete the exam, the user changed the detector. Since then, the original detector could not be paired and showed errors during pairing attempts on three different systems. The connection unit was replaced, and the battery was changed, but the issue still persists. When trying to pair, the detector's leds flash red and it reboots, with no signs of communication with the system. Therefore, the detector needs to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).